Event description:
It was reported that the pump time was incorrect due to daylight savings time. Reportedly, the customer corrected the pump time and resumed insulin therapy. Additionally, it was was reported that the customer received an unspecified alarm on the pump. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 213 mg/dl.